Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed.  The reported problem (exposed wires, check belt messages) has been confirmed.  Upon investigation the monitor failed incoming testing.  The monitor's electrode belt connector was broken free from the monitor enclosure, severing wires within the connector. The root cause for the damaged connector was excessive force.  No adverse events resulted from the defective electrode belt.

Event description:
A us distributor reported that a patient had exposed wires and was receiving check belt messages.